Event description:
Boston scientific crm received information that in (B) (6) 2006, this pacemaker's gas gauge was at 50% remaining. Lead impedance was 320 ohms in the atrium and 600 ohms in the ventricle and no programming changes were made. However, one month later, device longevity had changed to 75% remaining. Lead impedance had increased to 380 ohms in the atrium and 640 ohms in the ventricle. A boston scientific crm technical services consultant stated that due to the changes in impedance measurements, the device might have been using different bins to assign the gas gauge status. Over two years later, the device was explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.